Manufacturer narrative:
This report is being filed to make FDA aware that maude event report number (B)(4) and manufacturer report number(s) 1825034-2013-01117 / 01119 are for the same patient and/or event.

Event description:
Legal counsel for patient reported that patient underwent right side total hip arthroplasty on (B)(6) 2009 and that a right side revision procedure occurred on (B)(6) 2012. Operative notes provided indicate revision was due to pain and elevated metal ion levels. The surgeon noted the presence of metal stained fluid and necrosis during the revision. The acetabular cup, modular head and taper insert were removed and replaced with a biomet head and competitor acetabular components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01117 / 01119).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right side total hip arthroplasty on (B)(6) 2009 and that a right side revision procedure occurred on (B)(6) 2012. Operative notes provided indicate revision was due to pain and elevated metal ion levels. The surgeon noted the presence of metal stained fluid and necrosis during the revision. The acetabular cup, modular head and taper insert were removed and replaced with a biomet head and competitor acetabular components. Additional information received from patient's legal counsel reports a subsequent right revision procedure (B)(6) 2012. Invoice records indicate the head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicates right hip arthroplasty was performed on (B)(6) 2009. Additional information provided in patient medical records indicates right hip revision performed on (B)(6) 2012 was due to pain, elevated metal ion levels, and previous spontaneous fracture of the acetabulum. The patient's operative report noted effusion of metal stained fluid; metallic soft tissue; and necrotic-appearing debris. Additional information provided in patient medical records indicates right hip revision performed on (B)(6) 2012 was due to right pelvic discontinuity and loss of fixation of acetabular shell. The patient's operative report noted hip dislocation.